Manufacturer narrative:
Customer reports: transmitter not communicating anomaly. Device received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. After 2 hours device was able to fully charge properly to 4.11 volts. No battery anomaly noted. After removing device from charger, the green led flashed properly. After the test plug was installed, the led flashed properly. No led anomalies were noted. Several attempts were made to connect and sync device. Device failed to communicate and sync during radio frequency association, problem was isolated to electronic assembly. In conclusion, unable to perform functional and radio frequency test due to communication anomaly, the customer complaint of communication anomaly is confirmed.

Event description:
Information received by medtronic indicated that the transmitter had loss of communication with insulin pump. The customer stated that the sensor received cannot find sensor signal alert. No harm requiring medical intervention was reported. The transmitter was returned for analysis.